Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary tract infection, extrusion, vaginal discharge, and vaginal bleeding. It was reported that the patient underwent excision of mesh on (B)(6) 2012 by (B)(6), md. No additional information was provided.